Manufacturer narrative:
A ge service rep performed an onsite investigation. The b380 assembly and the image processor computer were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's monitor display would turn off. No pt injury was reported.